Manufacturer narrative:
Operator failed to ensure that the safety hook in the ambulance engaged with the safety bar of the cot.

Event description:
It has been reported that an operator allegedly incurred an injury from the cot tipping over while being uploaded from an ambulance. It was reported that the injury involved a right arm and shoulder injury, which was described as a strain/sprain, and which reportedly required an ER visit. There was no pt involvement.